Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displayed an occlusion error when attempting to initiate infusion for a patient. The pump was removed from use, and the patient was successfully connected to a different pump without issue. The incident was reported by staff at the facility. The event occurred at clinic while use with patient. The operator of the device was healthcare professional.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.